Event description:
It was reported that an ilet user experienced hypoglycemia with a measured blood glucose of 53 mg/dl after correction dosing for a prior hyperglycemic event and skipping a usual lunch, one week after starting pump therapy. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate, with no report of emergency care or hospitalization. Investigation included review of the event details and user-reported troubleshooting. Investigation of this case revealed no device malfunction reported and potential contributory factors of recent initiation of pump therapy, corrective dosing after hyperglycemia, and a missed meal. It was concluded that the cause of the hypoglycemic event was unclear and that user factors likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.